Event description:
It was reported that during a lithotripsy procedure, the holmium laser fiber unexpectedly fractured and struck the lead surgeons finger, resulting in a burn injury. The unit was immediately turned off for inspection, during which damage to the laser protection lens was observed. The physician promptly paused the procedure, stepped away from the operating table, rinsed the injured finger and disinfected the area. After that, completed a new surgical scrub and continued the operation. The holmium laser machine and fiber were replaced, and the fractured fiber was retained. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) were reviewed. The IFU states the following: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The IFU lists burn as a potential adverse event(s) associated with this device type. Risk review was completed and confirmed that the event of fiber break / burns was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the limited information available, the most probable root cause and conclusion for this event cause not established which states that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that during a lithotripsy procedure, the holmium laser fiber unexpectedly fractured and struck the lead surgeons finger, resulting in a burn injury. The unit was immediately turned off for inspection, during which damage to the laser protection lens was observed. The physician promptly paused the procedure, stepped away from the operating table, rinsed the injured finger and disinfected the area. After that, completed a new surgical scrub and continued the operation. The holmium laser machine and fiber were replaced, and the fractured fiber was retained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that during a lithotripsy procedure, the holmium laser fiber unexpectedly fractured, resulting in an injury to the surgeons finger. The unit was immediately turned off for inspection, during which damage to the laser protection lens was observed. The physician promptly paused the procedure, stepped away from the operating table, rinsed the injured finger and disinfected the area. After that, completed a new surgical scrub and continued the operation. The holmium laser machine and fiber were replaced, and the fractured fiber was retained.